Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware (B)(4) 2018 that on (B)(6) 2018 a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation on (B)(6) 2018. The device was visually inspected and pass. Performed a voltage test and passed. Performed pairing test with nordic bluetooth device and passed. Performed functional testing and passed all relevant testing. Performed share log review and no loss of connection found in log. The reported event of a loss of connection was confirmed the probable root cause is caused by no communication.